Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional information from the field, arthrex concluded that there is no allegation against the ar-8958-01 two hole plate, ss. No problem found.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On 1/23/2024, it was reported by a sales representative via email that an ar-13226 bb tak tip broke off under an ar-8958-01 two-hole plate during the removal of the ar-13226 bb tak. This issue did not delay the case as it will stay in until the ar-8958-01 two-hole plate for the maisonneuve is removed. The surgeon did not appear to leverage the tip of the ar-13226 bb tak on the ar-8958-01 two-hole plate. This was discovered during a maisonneuve fracture procedure on (B)(6) 2024.